Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) spoke to the biomed on the first day this was reported. The fse suggested to check a few components for a leak, including broken o-ring or if the helium was installed correctly. The next day the fse called and spoke with the biomed and recommended additional components to review. The biomed called back, there were no alarms and the helium was full. The customer said he was going to have the catheter lab test it and then put it back into service. The problem was not verified and no service was requested.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a constant gas alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
The customer reported that the event was due to an operator error issue and the iabp unit has been released to clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a constant gas alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.